Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin pump is crack along the battery compartment. Customer's blood glucose reading was 241mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Blank display due to moisture damage on electronic assy.